Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and a component disengaged into the patient's cavity. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hospital has reported no patient injury occurred.